Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and inferior vena cava (ivc) using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician made several passes using the cat12. Afterwards, the lightning became clogged and the physician was unable to clear the lightning due to the clot burden. Subsequently, the physician attached a 3-way stopcock and gently flush the system manually. Next, the physician made an additional pass but then noticed there was no flow in the lightning. The indicator light on the lightning turned from green to solid red. Multiple attempts were made to flush the lightning manually; however, the indicator light remained solid red. Therefore, the lightning and cat12 were removed and were not used for the remainder of the procedure. The procedure was completed using a new lightning and a new cat12. It should be noted that there was no alleged deficiency to the first cat12. Additionally, there was no report of an adverse effect to the patient.